Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Inflammation and redness in the area. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? On (B)(6) 2024. What date did the reaction occur on (dd/mm/yyyy)? On (B)(6) 2024. What does the reaction look like and how large of an area does the reaction cover? The reaction was presented as redness and swelling along the area where the mesh was placed. Do you have any pictures of the reaction? The image is attached. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. He was prescribed cutaneous treatment with cortizone. If medication was required, please clarify if it was prescription strength. Na. Can you identify the lot number of the product that was used? Not identified lot. What is the most current patient status? The patient no longer has any skin reaction and follows her usual recovery process. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure. No, dermabond had not been previously used in this patient. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep. Dr. (B)(6). Was any surgical intervention performed? No. Were any cultures taken? Results? No, only use of topical medicine, with good results. Please describe how was the adhesive was applied. Subdermal closure was made with absorbable suture. The wound was cleaned and dried. The mesh was placed. The mesh was covered with the pen liquid. He waited for the liquid to be completely dry and was covered with a dry bandage. What prep was used prior to, during or after adhesive use? The area was cleaned and dried before placing the dermabond. Was a dressing placed over the incision? If so, what type of cover dressing used? Was covered with a dry bandage. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No allergies have been identified. Is the patient hypersensitive to pressure sensitive adhesives? No hypersensitive have been identified. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No allergies have been identified. No hypersensitive have been identified. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) no allergies have been identified. No hypersensitive have been identified. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No identified. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No identified. Is product available to return for analysis. No available no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent hip surgery on (B)(6) 2025 and topical skin adhesive was used. The surgeon has closed the epidermis with adhesive. During the patient's recovery, the mesh has been removed and it has been identified that in the area where the product was placed, a redness and swelling on (B)(6) 2024. Patient was prescribed cutaneous treatment with cortizone. Additional information has been requested.